Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Event description:
It was reported a routine order of dilaudid (30mg/30ml) was programmed in the pca manually using guardrails at 0.5ml/hr, max dose 15ml every 4 hours at 1905 on (B)(6) 2023. At 1921 it was noted 7.5ml has already infused. The infusion lasted 7 hours instead of the scheduled 15 hours. Dextrose 5% in normal saline 45% was also running at a rate of 150ml an hour. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a routine order of dilaudid (30mg/30ml) was programmed in the pca manually using guardrails at 0.5ml/hr, max dose 15ml every 4 hours at 1905 on 12/18/23. At 1921 it was noted 7.5ml has already infused. The infusion lasted 7 hours instead of the scheduled 15 hours. Dextrose 5% in normal saline 45% was also running at a rate of 150ml an hour. There was patient involvement however no patient harm.